Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Black particles were observed on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. However, there has been increased awareness for cleanliness and reduction of fm in the plant. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes customer reports that black dot was present in the inner wall of the tube. This event occurred 187 times. The following information was provided by the initial reporter. The customer stated: the black dot originally present in the inner wall of collection tube. The black dot was noticed in the inner wall of collection tube before use. Total q'ty 2 boxes. (100pc/box) lot#2321370*2box.